Manufacturer narrative:
The reported complaint was not confirmed. Per data log analysis, complaint indicates the issue occurred on (B)(6) 2016, but there are no events on that date. The system was used on (B)(6) 2016. Calibration was successful, and there are no indications of a problem in the log. The only thing that was unusual was the flow rates were as high as 8.48 l/min. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr was unable to duplicate the reported issue. The fsr replaced the oxygen (o2) sensor as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the carbon dioxide (co2) levels on the electronic patient gas system (epgs) were abnormally high on patient. The device was not changed out, as the epgs was used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 23-mar-2016: the perfusionist (ccp) stated there was no issue with the epgs being able to provide the required and selected gas flow rate and/or fraction of inspired oxygen (fio2). There were no epgs alarms and no indication of a gas supply issue to the oxygenator. This patient had a non-traditional cannulation and a smaller arterial cannula than usual. In the early minutes of cpb, the arterial blood flow rate was lower than expected due to the smaller cannula. When the first blood gas was taken and analyzed, the arterial partial pressure of carbon dioxide (pco2) was higher than usually seen. According to the ccp, this was most likely due to the lower arterial blood flow. The gas flow (using epgs) was increased without issue and the pco2 was able to be maintained and regulated per demand of the patient. There were no epgs alerts / alarms and parameters were able to be adjusted as needed. No indication of any functional issue related to the epgs. The ccp asked the user facility's biomedical engineer (biomed) to arrange to have the epgs checked out, as a precaution and manufacturer field service representative (fsr) did come to the hospital to check out the epgs and no functional issues were found. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. The epgs was used for the entire case and no functional issues were observed. In this case, there was no functional issue with the epgs and the higher than expected pco2 was due to the user not setting a high enough gas flow to the oxygenator.